Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, while using a standard sheath and guidewire the coronary sinus was cannulated. The lead was placed in the posterior branch of the coronary sinus. On two occasions, the lead dislodged while trying to remove the sheath. Also, after the sheath was pulled, diaphragmatic stimulation was seen. The lead was implanted and remains active. There were no patient complications reported as a result of this event.